Event description:
Baxter affiliate reports one incident of hemolysis. 4 hours after the initiation of the hemodialysis session, the pt experienced hypertensive crisis (blood pressure 200/90) associated with nausea and vomiting, tinnitus. The pt was hospitalized from 2000 to 2000 and hemolysis was diagnosed. Pt has since recovered. The machine in use at the time of the incident is still in use according to center personnel without problems noted. All disposables were disposed of by center personnel at the end of the treatment.